Event description:
It was reported to minimed that the customer had crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was performed. Customer reported physical damage to the battery compartment of the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886l was requested and customer response was the device returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacements unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was pushed back in the right position, monitored and no blank display noted. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed displacement test. No blank display noted during testing. Unit received with the following cosmetic damages: pillowing keypad overlay, cracked keypad overlay, serial number label missing, broken belt clip rails, cracked case, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube), scratched case, and missing display window/cover. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. However, unit was received with a blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.